Event description:
During a follow up call for a related report, the home patient (hp) stated that sometimes solution leaks out of the patient line when priming. The hp confirmed the line is checked for air prior to connection. The hp confirmed the nurse was aware of the situation and stated that it was ok. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. The complaint was not confirmed due to a lack of sample and no root cause has been identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was not performed since the lot information was not available.